Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Device was returned for analysis, the subject device was returned and the lot number was confirmed with the packaging returned with the device. The torque device, insertion tool or microcatheter used with the subject guidewire was not returned. During visual inspection, the subject guidewire was returned kinked and the hydrophilic coating was broken at the kink, 9cm from the distal end. The distal tip appeared to be shaped. Subject device distal section and hydrophilic coating was examined along its length with wet fingers, coating was present. The ptfe coating was examined under magnification and no anomaly was noted. Functional testing was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, there were no other difficulties encountered during the usage of the device that could have contributed to the issue, the guidewire tip was not shaped, continuous flush was set up and maintained throughout the clinical procedure, there was no friction/resistance encountered during the procedure, the doctors felt the guidewire fracture at the tip while inside the microcatheter. The patient¿s anatomy was not tortuous. The product was removed and replaced with a similar device. The device was returned and a kink was present 9cm from the distal end. It was confirmed that the hydrophilic coating was broken at the site of the kink. It is probable that the device kinked and the hydrophilic coating fractured during manipulation of the device inside the patient. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire distal tip broken/fractured during use in addition to the analyzed guidewire distal end kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure for a mca (middle cerebral artery) c2 segment stenosis case the physician delivered the subject guidewire to pass the lesion and was able to deliver microcatheter to target. Upon removal of the subject guidewire was noted to have fractured 15cm from the tip while inside microcatheter. The subject guidewire was removed and replaced with a similar device by physician. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure for a mca (middle cerebral artery) c2 segment stenosis case the physician delivered the subject guidewire to pass the lesion and was able to deliver microcatheter to target. Upon removal of the subject guidewire was noted to have fractured 15cm from the tip while inside microcatheter. The subject guidewire was removed and replaced with a similar device by physician. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.